Event description:
Information was received from the patient's family, regarding a (B)(6) year old male patient receiving intrathecal morphine (10mg/ml at 0.481mg/day) via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that the patient had a refill yesterday ((B)(6) 2016) after being without any medication in his pump for one month (re-implanted on (B)(6) 2016). The patient was experiencing symptoms that he had never felt before, specified as feeling very dizzy and his pain had come back. It was noted that the health care provider (hcp) did not know he had a 40ml pump, and only filled the reservoir half way (20ml). Further information was reported that the patient went to their primary care physician on (B)(6) 2016, as was advised to have the manufacturing representative come to the home and turn the device down or off. The intervention was because the patient could not walk, and the medication was set too high. The pump managing physician had also been called on numerous occasions, but the office also told them to call the manufacturing representative. Redirected the patient's family back to the pump managing physician, but it was stated that they were looking for an alternate arrangement be cause they were unable to get to the managing physician office. No further information was obtained. [There was additional information reported that was not relevant to this event and therefore was omitted...see (B)(4); empty; pain].

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider (hcp). The patient's medical history included bilateral lower extremity neuropathic pain, infantile cerebral palsy, cervical sprain, and pain of lumbar spine. Other medications taken at the time of the event included zonegran, cymbalta, effexor xr, abilify, adderall, flomax, and morphine 15mg. It was reported the wrong concentration of morphine was put in by the healthcare provider (hcp) office. The patient noted he was overdosed. The patient's wife didn¿t know if it was overdose or withdrawal. She thought the patient was having withdrawal. It was noted the patient was violent and throwing things and breaking things. The patient couldn¿t control himself. It was noted the medication could not be turned up. The medication would be switched to the correct concentration by the hcp office on the date of this report. It was later reported by the hcp that the wrong concentration of medication was not given to the patient. In late (B)(6), the pump was refilled with 20ml of morphine (10mg/ml at 0.480 ml/day). The patient then reported the medication was too strong and his pump was adjusted to minimum rate at 0.062 mg/day and he had been in severe withdrawal. The hcp ordered a new lower concentration to be placed. The patient was additionally in increased pain. The patient experienced urinary incontinence, weight loss, and poor sleep. The hcp was to return him to his rate of 0.489 mg/day and provide naloxone injection to the patient and his wife. The patient was to follow-up in one week if needed. The oral medications had not been effective in improving his pain. Oral morphine to allow for up to four times a day dosing until he could be seen. The hcp kept the morphine 5mg/ml in reserve if a lower amount was needed as the rate was the lowest possible other than the basal rate. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.